Event description:
It was reported to boston scientific in 2007, that a jagtome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) two weeks prior. According to the complainant, "during the procedure, the tip of the sphinctome was not smooth and may cause trauma to pt. Ampulla." The physician completed the procedure with another jagtome rx sphincterotome.

Manufacturer narrative:
A visual analysis confirmed the reported event. The returned unit revealed that the distal tip has a split which caused a defined edge on the tip. The exact cause of the split could not be determined. There were no reported patient complications as a result of this event. A review of the device history record for the pertinent lot was performed; no anomalies were noted.